Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H6. Investigation summary: bd received 86 samples for investigation. Thirty (30) of the samples were evaluated by visual examination, utilizing a borescope to shine light through the cannula, and the indicated failure mode for insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 10 bd vacutainer® multiple sample luer adapters, the draw volume was incorrect. The following information was provided by the initial reporter, translated from japanese: this is a report about a draw volume issue. Some products could not draw well.